Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "broken needle" of a prismaflex st100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set priming accessory spike was bent, which allowed the reported leakage. This component is provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component defect was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.